Manufacturer narrative:
Insulin pump was received with critical pump error due to moisture damage on electronic assembly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call cosmetic damage. The customer's blood glucose was 6.4mmol/l at the time of call. It was reported customer device has crack in case at the battery compartment was swimming and received a critical pump error. Advice to discontinue use of the insulin pump and revert to backup plan. Advised the device need to be replaced. The insulin pump will be returned for analysis.